Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported, that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level, while wearing the pod between 4 and 24 hours. It was also reported, that the patient was vomiting. The patient was treated with IV fluids, blood gases testing and prescribed a pill, but does not remember the name. The patient also states, that the pod was coming off the site (arm) and discovered the cannula was bent. The patient was released the same day. The pod was not worn when seeking medical attention.